Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2025, a sales representative reported via email that an ar-18716-11 cortical screw broke during removal. After placing all screws and a plate, the construct was evaluated via x-ray, and it was determined that the 11 mm screw was too long. The surgeon attempted to back out the screw to replace it with a shorter one, but the screw fractured during removal. The break occurred below the plate, making removal not feasible. This was discovered during a procedure. Additional information was received on 07/23/2025: this occurred during a metacarpal orif procedure. An ar-18716p-18 t-plate (lot 105642321) was successfully implanted. No damage happened to the plate, and no surgical instruments broke during removal. However, one ar-18716-11 cortical screw fractured and remained in the bone. The correct driver was used consistently throughout the procedure and functioned properly on the remaining six screws. The lot number for the broken screw is unknown. There was no change in surgical technique, and no additional products were used to complete the case. A delay of approximately five minutes occurred, but no extra anesthesia was administered. The ar-18700-12 drill bit was used to prepare the bone socket for implant placement, with the bone quality assessed as average. No medical intervention has been required postoperatively. It remains undetermined whether the retained screw will cause any adverse outcomes or require future surgical intervention. The patient was discharged to postoperative care. Additional information was received on 08/01/2025: this occurred on (B)(6) 2025 for a metacarpal orif procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that there is no allegation against the plate ar-18716p-18 t-plate, 1.6 mm, 8 hole. No problem found.